Manufacturer narrative:
Device received unable to perform the displacement due to detached and broken off end cap. No loose drive support disk noted. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a bottom piece that covers the motor was cracked in half and pushing out. Customer stated that the drive support cap was still in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.